Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
The customer¿s mother reported via phone call the insulin pump alarmed motor error second time. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer was able to clear the alarm and able to complete rewind the insulin pump. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer did not report an e70 alarm. Customer stated that the insulin pump contain more than one motor error alarm within 30 days period. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.